Event description:
Country of complaint: (B)(6). Thread broke easily.

Manufacturer narrative:
Sample received: 1 unopened pouch. There are no previous complaints of this code batch. Tightness test to the sample received has been performed and the unit is tight. Knot pull tensile strength test of the sample received was performed and the result fulfills the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: not applicable.